Event description:
It was reported by service report that the bed motors are not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - fowler set screw out of adjustment. Conclusions - screw readjusted.